Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two 475cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including difficult time breathing, ibs, anxiety, depression, back issue, fatigue, memory issue, dry mouth, dry eye, hair loss, aneurysm, feeling weight on her chests, unable to sleep at night, and headaches. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation and event dates were estimated as (B)(6) 2004 based on available information. This report is for the left-sided prosthesis.